Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected battery out limit alarms noted. Unable to prime unit during prime/compromised force sensor system alarm test due to faulty force sensor resistor (gold). Unit received with minor scratches on lcd window.

Event description:
It was reported that the customer could not get past the rewind sequence. Her blood glucose level was 328 mg/dl. The customer received a battery out limit alarm. The product was returned. Nothing further to report.